Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had occasional fogginess on screen sometimes makes it difficult to read screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarms while priming, occasionally had to prime and rewind more than once, back light is slightly dimmer, slower during rewind. The insulin pump will not be returned for analysis.